Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
It was reported that tubing cracked and leaked. While gathering tubing to prime, the nurse punctured a 250ml bag of vancomycin and had contents of the bag leak on the floor. The issue appears to be the blue hub that is placed in pump had a crack and that is the site that the solution leaked from. There was no patient involvement.

Event description:
It was reported that tubing cracked and leaked in the dsu. While gathering tubing to prime, the nurse punctured a 250ml bag of vancomycin and had contents of the bag leak on the floor. The issue appears to be the blue hub that is placed in pump had a crack and that is the site that the solution leaked from. There was no patient involvement.

Manufacturer narrative:
The customer¿s report of a leak at the engagement between the tubing and lower fitment was confirmed by functional testing. Visual inspection under microscope of the leaking engagement found that the tubing was not fully inserted into the lower fitment. No other anomalies were observed. The root cause of the leak is due to the tubing not being fully inserted into the lower fitment. Device history record for model 10015294 could not be performed due to no lot number being provided by customer.